Manufacturer narrative:
Inspected 1 random opened or used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer's blood glucose was 179 mg/dl. Customer reported that the introducer needle was still in the body. Customer reports that they was not received medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.